Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, re-evaluation of the subject device and correction to e1. The e1 "telephone number" field was corrected based on information available at the initial report submission. The legal manufacturer received the subject device and completed a re-evaluation. The device evaluation did confirm the customer malfunction related to the zoom. It was likely that the zoom pipe broke down due to the accumulation of normal stress associated with use and deterioration over time. The clogged nozzle was also confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be identified nor the root cause of it remaining in the subject device. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use (IFU): "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] [inspection of air/water feeding function] 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. The customer stated, there was a possibility that the endoscope was used for the procedure with the foreign material attached to it. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no abnormalities with accessories used for reprocessing. The endoscope was immersed in detergent solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent solution. An evaluation of the returned device could not confirm the customer allegation ¿zoom malfunction¿. Due to a crack on scope connector, water tightness was lost. Due to clogging of nozzle, water removal ability does not meet the standard value. Scope connector had a crack. Due to wear of angle wire, bending angle in upward direction does not meet the standard value and play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped. Forceps channel port is shaved. The distal end cover had a dent. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited zoom malfunction. During inspection, it was noted that the zoom function stopped working. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign object. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.